Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Transmitter was previously paired with mobile device. Completed networksettings process on mobile device. Unable to resolve with existingtroubleshooting or labeled instructions, issue escalated.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian app ver 1.5.1 installed on iphone 13, ios 17.6 with transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) version g. After conducting a thorough investigation, we have found only one pairing attempt - after app reinstall, and there were not any repair attempts before reinstall. After sensor expiration transmitter was moved to the shelf mode and couldn't restore connection afterwards. Looks like it was broken pairing sequence. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Unpair all bluetooth devices from the phone. (Also, unpair transmitter from all phones where it was paired). 2. Disable and enable the bluetooth. 3. Force close the guardian app. 4. Disconnect transmitter from charger. 5. Run the guardian app. 6. Try to pair the transmitter. 7. If you receive the error (for example "transmitter not found.") Continue with the following steps. 8. Connect transmitter to charger. 9. Check in the os bluetooth settings if transmitter is connected, if yes - unpair all bluetooth devices from the phone. (Also, unpair transmitter from all phones where it was paired). 10. Disable and enable the bluetooth. 11. Wait for 1 minute. 12. Force close the guardian app. 13. Run the guardian app. 14. Navigate to pair transmitter screen. 15. Disconnect transmitter from charger. 16. Select search on pair transmitter screen. 18. Wait for 20-30 sec. 19. Select "cancel" on os pairing message if it's displayed before transmitter was selected. 20. Pair transmitter and connect sensor. 21. If error is displayed again - repeat steps 12-20. Customer did not shared feedback on the recommendation shared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.